Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had sustained ventricular arrhythmia starting on (B)(6) 2023. It was noted that the patient had a history of arrhythmia, pre-left ventricular assist device (lvad) and an implantable cardioverter-defibrillator (ICD) implanted prior to the vad. The arrhythmia did not result in clinical compromise and symptoms included palpitations. Anti-arrhythmic medications were given to the patient. The arrhythmia in this event was not thought to be device or therapy related as the device operated as intended. The patient was stable and would be an inpatient until their heart transplant due to the cardiac arrhythmia.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device related issues. Furthermore, a specific cause for the reported event of ventricular arrhythmia could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 10.5¿ from the pump header. A distal portion of the pump cable was also returned and measured approximately 12.5". The modular cable was also returned. The sealed outflow graft was returned detached from the pump cover outlet port with the bend relief engaged to the graft attachment. The cuff lock was returned disengaged, and the apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. Mlp-035296 was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1, ¿introduction¿, lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6, "patient care and management," lists arrhythmia as a potential late postimplant complication. Additionally, the IFU and handbook contain information regarding how to clean and care for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2024, it was reported that the patient was awaiting transplant with possible concern with pulsatility index (pi) events. The patient was stable. Log files were submitted for review and captured 108 pi events over a 1 day 2 hour 51-minute log file duration. Today¿s log file captured 118 pi events over a 14-hour 3-minute log file duration. Pi events did appear to be occurring more frequently. There were no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment is operating as intended. The patient was transplanted on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.